Event description:
It was reported that the patient underwent a full revision surgery on (B)(6) 2008 likely due to high impedance. No further information was provided regarding the high impedance. It was reported that the hospital did not have the explanted product for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient¿s programming history that was present in the programming history database was reviewed and there was only history present from date of implant. High impedance was observed that day but it resolved later that same day during surgery. No additional programming history was present.